Event description:
Adult female with history of chronic obstructive pulmonary disease (copd) and recent chest pain. Procedure: cardiac catheterization- comet wire does not equalize on system. Wire zeros and functions normal however, would not equalize pd or give pd wave form. Different device used for procedure, no known harm. Manufacturer response for wire, guide, catheter, comet¿ ii (per site reporter). Will obtain.